Event description:
There was an allegation of 2 questionable calcium gen.2 results from the cobas c 111 analyzer, results from 1 are a reportable malfunction. The initial result was 8.38 mg/dl, and the repeat result on another cobas analyzer was 10.3 mg/dl.

Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6). A field service engineer (fse) cleaned the water tank, replaced the reagent bottles and new cfas (calibrator for automated systems) were prepared. The application was deleted and reinstalled, the sample probe was replaced, the reagent was changed, the fse performed the decontamination of the device, and calibration and controls were checked 4 times, all passing but the issue still was occurring. In another visit, the fse performed the annual maintenance for the device, and a new cfas (calibrator for automated systems) and control vials were prepared. Calibration and qc were completed and passed. The instrument is fully running within specifications. The investigation is ongoing.

Manufacturer narrative:
Calibration and qc were passing prior to the event; therefore, a general reagent issue is not likely. A pipetting accuracy check was completed and is as specified. The investigation determined the event was consistent with a suboptimal water purity. Product labeling states, "you must clean the external water and liquid waste container to prevent the build-up of contaminants. Contamination can affect the water quality and therefore the quality of the results produced. With the interval; three- monthly." The investigation was unable to determine a direct root cause.